Manufacturer narrative:
As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a root cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd unknown pegasus needle disengagement was difficult the following information was provided by the initial reporter: (B)(6)2024 the indwelling needle does not return blood when used, the needle core is not sharp enough, and the needle core does not recede well. Tighten the skin, increase the strength when stabbing the skin, reflex the infusion tube after stabbing the blood vessel to increase the pressure to observe the blood return situation